Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During the assessment performed by a technician, functional testing was performed and found that the tip of the ria drive shaft broke off and was not returned. No further investigation of the product can be performed because measurements cannot be obtained. DHR review found no discrepancies noted that would be associated with this complaint. No further information is available. Placeholder.

Event description:
Consultant reported: during an ria reaming procedure, the tip of the rear drive shaft broke internally. The surgeon used another drive shaft to complete the procedure. Nothing broke into the wound, no harm to the patient. This is report 1 of 1 for complaint#(B)(4).